Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("pelvic infection"), intra-abdominal haemorrhage ("abnormal bleeding (general) abdominal/pocket of blood on my abdominal") and genital haemorrhage ("abnormal bleeding(general)") in a 30-year-old female patient who had essure (batch no. 629142) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chronic cervicitis and vaginal irritation. Concomitant products included boric acid, citric acid, famotidine, ketorolac, metoclopramide, metronidazole (flagyl 250), ranitidine, sertraline hydrochloride (zoloft) and sodium citrate. In 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain ("severe abdominal pain, constant"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain."). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems: depression"). In 2010, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain and vaginal discharge ("vafginal discharge"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). In (B)(6) 2012, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced adenomyosis ("reproductive system disorder or condition: adenomyosis"). The patient was treated with surgery (laparoscope assist vaginal total hysterectomy (uterus and cervix removed)/hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic infection, intra-abdominal haemorrhage, genital haemorrhage, menorrhagia and adenomyosis outcome was unknown and the vaginal haemorrhage, vaginal discharge, weight increased, abdominal pain and depression had resolved. The reporter considered abdominal pain, adenomyosis, depression, genital haemorrhage, intra-abdominal haemorrhage, menorrhagia, pelvic infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepant information noted regarding insertion dates: reported insertion dates: 2008, (B)(6) 2009, 04(B)(6) 2009 (per mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion; in (B)(6) 2009: results: total bilateral occlusion. Ultrasound scan - in june 2012: result: pocket of blood on my abdominal.. On (B)(6) 2012, pathology report showed gross description: received in formalin labeled "pelvic cyst" is a red-brown ovoid cyst, 0.8 cm in greatest dimension. The cystic structure is attached to a stalk 0.8 cm in length and 0.2 cm in diameter. The cyst is unilocular and filled with serous fluid. Received in formalin labeled "uterus' is a uterus weighing 117 g measuring 13.0 x 7.5 x 4.5 cm. The serosal surface is hemorrhagic, tan and smooth. Instrumentation marks are present. The ectocervix is tan and smooth. The cervical is slit shaped and 1.7 cm in diameter. The squamocolumnar junction is distinct. The endocervix is tan and trabeculated. The endometrium is 0.3 cm thick, and the myometrium is 2.3 cm at its greatest thickness. No focal lesions are identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal discharge. Most recent follow-up information incorporated above includes: on 20-mar-2019: fu(3) and fu(4) processed together. Pfs and mr received. Essure lot number added. Reporter added. Medical history added. Concomitant medications were added. Event onset date were updated. Lab data added. Event clubbed: abnormal bleeding (general) abdominal/pocket of blood on my abdominal. On 22-mar-2019: fu(3) and fu(4) processed together. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("pelvic infection") and intra-abdominal haemorrhage ("abnormal bleeding (general) abdominal") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chronic cervicitis. In (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain / loss specify which one: weight gain."), abdominal pain ("severe abdominal pain, constant") and genital haemorrhage ("abnormal bleeding(general)"). The patient was treated with surgery (laparoscope assist vaginal total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic infection, intra-abdominal haemorrhage, menorrhagia and genital haemorrhage outcome was unknown and the vaginal haemorrhage, vaginal discharge, weight increased and abdominal pain had resolved. The reporter considered abdominal pain, genital haemorrhage, intra-abdominal haemorrhage, menorrhagia, pelvic infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in (B)(6) 2009: total bilateral occlusion. On (B)(6) 2012, pathology report showed gross description: received in formalin labeled "pelvic cyst" is a red-brown ovoid cyst, 0.8 cm in greatest dimension. The cystic structure is attached to a stalk 0.8 cm in length and 0.2 cm in diameter. The cyst is unilocular and filled with serous fluid. Received in formalin labeled "uterus' is a uterus weighing 117 g measuring 13.0 x 7.5 x 4.5 cm. The serosal surface is hemorrhagic, tan and smooth. Instrumentation marks are present. The ectocervix is tan and smooth. The cervical is slit shaped and 1.7 cm in diameter. The squamocolumnar junction is distinct. The endocervix is tan and trabeculated. The endometrium is 0.3 cm thick, and the myometrium is 2.3 cm at its greatest thickness. No focal lesions are identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal discharge. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received, reporters were added. Patient demographics and essure indication was added. Lab data added. Event added: pelvic infection, intra-abdominal bleeding, vaginal hemorrhage, menorrhagia, vaginal discharge, weight gain, abdominal pain. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("pelvic infection") and intra-abdominal haemorrhage ("abnormal bleeding (general) abdominal") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chronic cervicitis. Concomitant products included boric acid, metronidazole (flagyl 250) and sertraline hydrochloride (zoloft). In march 2009, the patient had essure inserted. In 2009, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain.") And experienced abdominal pain ("severe abdominal pain, constant"). In march 2010, the patient experienced depression ("psychological or psychiatric problems: depression"). In 2010, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). In 2012, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced adenomyosis ("reproductive system disorder or condition: adenomyosis"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding(general)". The patient was treated with surgery (laparoscope assist vaginal total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic infection, intra-abdominal haemorrhage, menorrhagia, genital haemorrhage and adenomyosis outcome was unknown and the vaginal haemorrhage, vaginal discharge, weight increased, abdominal pain and depression had resolved. The reporter considered abdominal pain, adenomyosis, depression, genital haemorrhage, intra-abdominal haemorrhage, menorrhagia, pelvic infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram: in july 2009: results: total bilateral occlusion; in june 2009: results: total bilateral occlusion. On (B)(6) 2012, pathology report showed gross description: received in formalin labeled "pelvic cyst" is a red-brown ovoid cyst, 0.8 cm in greatest dimension. The cystic structure is attached to a stalk 0.8 cm in length and 0.2 cm in diameter. The cyst is unilocular and filled with serous fluid. Received in formalin labeled "uterus' is a uterus weighing 117 g measuring 13.0 x 7.5 x 4.5 cm. The serosal surface is hemorrhagic, tan and smooth. Instrumentation marks are present. The ectocervix is tan and smooth. The cervical is slit shaped and 1.7 cm in diameter. The squamocolumnar junction is distinct. The endocervix is tan and trabeculated. The endometrium is 0.3 cm thick, and the myometrium is 2.3 cm at its greatest thickness. No focal lesions are identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal discharge. Most recent follow-up information incorporated above includes: on 11-dec-2018: pfs received, event added- depression, adenomyosis. Events onset date added. Outcome of the event depression updated. Patient demographic updated, concomitant drug added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("pelvic infection"), intra-abdominal haemorrhage ("abnormal bleeding (general) abdominal/pocket of blood on my abdominal") and genital haemorrhage ("abnormal bleeding(general)") in a 30-year-old female patient who had essure (batch no. 629142) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chronic cervicitis and vaginal irritation. Concomitant products included boric acid, citric acid, famotidine, ketorolac, metoclopramide, metronidazole (flagyl 250), ranitidine, sertraline hydrochloride (zoloft) and sodium citrate. In 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain ("severe abdominal pain, constant"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain."). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems: depression"). In 2010, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain and vaginal discharge ("vafginal discharge"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). In (B)(6) 2012, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced adenomyosis ("reproductive system disorder or condition: adenomyosis"). The patient was treated with surgery (laparoscope assist vaginal total hysterectomy (uterus and cervix removed)/hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic infection, intra-abdominal haemorrhage, genital haemorrhage, menorrhagia and adenomyosis outcome was unknown and the vaginal haemorrhage, vaginal discharge, weight increased, abdominal pain and depression had resolved. The reporter considered abdominal pain, adenomyosis, depression, genital haemorrhage, intra-abdominal haemorrhage, menorrhagia, pelvic infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: discrepant information noted regarding insertion dates: reported insertion dates: 2008, (B)(6) 2009, (B)(6) 2009 (per mr) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion; in (B)(6) 2009: results: total bilateral occlusion. Ultrasound scan - in (B)(6) 2012: result: pocket of blood on my abdominal.. On (B)(6) 2012, pathology report showed gross description: received in formalin labeled "pelvic cyst" is a red-brown ovoid cyst, 0.8 cm in greatest dimension. The cystic structure is attached to a stalk 0.8 cm in length and 0.2 cm in diameter. The cyst is unilocular and filled with serous fluid. Received in formalin labeled "uterus' is a uterus weighing 117 g measuring 13.0 x 7.5 x 4.5 cm. The serosal surface is hemorrhagic, tan and smooth. Instrumentation marks are present. The ectocervix is tan and smooth. The cervical is slit shaped and 1.7 cm in diameter. The squamocolumnar junction is distinct. The endocervix is tan and trabeculated. The endometrium is 0.3 cm thick, and the myometrium is 2.3 cm at its greatest thickness. No focal lesions are identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.